Event description:
It was reported the atrial lead was programmed off due to dislodgement. Due to the patient's age and physical condition, the physician chose not to replaced the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.